Manufacturer narrative:
Age: unk. Ethnicity: unk. Race: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+2.5/092 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.